Event description:
On (B)(6) 2012, the reporter claimed there was an insulin spill in the cartridge compartment of the animas pump. There was no damage to the pump. The pump was functioning properly. There was no reported patient impact associated with this complaint. The reporter was instructed to change the cartridge and to air dry the cartridge compartment. The patient will monitor the pump and call back if there is any problem. This complaint is being reported due to a potential cartridge leakage issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).